Event description:
It was reported intermittent occlusion alarms occurred eventually resulting in an elevated blood glucose (BG) level causing the customer to fall, with no injury. The BG was displayed as ¿High,¿ a specific value was not provided, on (b)(6)2026 and was addressed with a manual insulin injection and correction bolus via the pump. The customer resolved the occlusions with a supply change, however, due to their ongoing nature ultimately reverted to an alternate method for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 14 Plus / 3.5.1 / iOS_16.2.